Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
The system 6 sternum saw was sent for service and during failure analysis it was noted that the device ran while the safety switch was engaged. There was no pt involvement and no adverse consequences associated with the device.